Event description:
06/30/2022, hcp reported a patient that had molded pdo thread placed in the midface and lower face area on (B)(6) 2022. According to the hcp, on (B)(6) 2022, one pdo thread migrated and extruded towards the inside of the patient's mouth near the oral commissure, two weeks post-treatment. Hcp also informed that a week later, other pdo threads caused a bump at the rear of the patient's face upon movement. 07/09/2022, hcp confirmed the pdo thread was removed, and the patient was doing well.